Manufacturer narrative:
Bec cts (customer technical support) had the customer turn the power off to the instrument and cpu and recommended that they be left off. Cts advised that an electrical problem may have developed or a power supply may have gone out and suggested service and set up a service call. The service call was later cancelled by the customer. The bec internal dentifer for this event is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unit was rebooting and a popping noise followed by an electrical smell was coming from the unicel dxc 600 pro synchron clinical system. No flames or smoke was observed. The monitor screen was blank.